Event description:
Event description boston scientific received information that this pacemaker was removed and replaced, due to an unspecified malfunction. During the procedure, the right ventricular lead was surgically abandoned and replaced. This device is included in the second population of the hermetic sealing componenet field advisory.